Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd eclipse¿ needle there was foreign matter found near the fitting of the needle and the syringe. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when separating the materials and medications to be pre-medication, a foreign matter was noticed near the needle fitting area in the syringe. Product was sealed and stored in a suitable place. Product segregated for opening technovigilance.

Event description:
It was reported that before use of the bd eclipse¿ needle there was foreign matter found near the fitting of the needle and the syringe. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: when separating the materials and medications to be pre-medication, a foreign matter was noticed near the needle fitting area in the syringe. Product was sealed and stored in a suitable place. Product segregated for opening technovigilance.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10